Manufacturer narrative:
B5: the lens was reported to be damaged during loading. The problem was resolved with the implant of the backup lens. Post-op the patient is 20/20 and doing well. The cause of the event was user error. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -11.00 diopter, failed during loading and was not used. There was no patient contact. The backup lens (same model/length) was implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).